Event description:
The following was reported to hamilton medical ag: unable to adjust ppat potentiometer on servo module .

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: no patient harm was reported. Investigation is ongoing.

Manufacturer narrative:
It was reported that it was unable to adjust ppat potentiometer on servo module during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective inspiration valve. After replacing the inspiration valve, the device was released back into use.